Event description:
Pt had pac inserted 10/24/95. Standard maintenance protocol done for flushing. Pt seen in oncology clinic 12/14/95. Unable to flush pac. Md notified. Urokinase instilled and still unable to flush. "Pop" heard during flush attempt and skin noted to bulge at pac area. Surgeon contacted and evaluated. Pt taken to or for removal and replacement 12/14/95. Surgeon reported "one of septums had become dislodged from the metal housing." Co made aware and pac sent for investigation.